Event description:
A trilogy ev300 ventilator was returned toa third party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the service center, the device failed system leak verification: pressure drop over 10s. The technician recommended replacing the trilogy evo 3 way solenoid valve, proportional valve (aecm), system board and blower chassis plate to address the issue. (B)(4) 1follow-up repair to be handled by a philips authorized service provider. No further investigation is required at this time.